Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic conversion from a sleeve gastrectomy to a omega loop bypass procedure, on the last firing of the stomach, the device misfired, resulting to poor staple formation and incomplete staple line distally. To resolve the issue the surgeon had to suture the patient. The surgical time was extended for more than 30 minutes due to the device problem.